Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing resulting in pacing inhibition. The patient experienced a syncopal episode due to the pacing inhibition. Additionally, it was noted that the device exhibited three codes on interrogation and the device was operating in safety core. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing resulting in pacing inhibition. The patient experienced a syncopal episode due to the pacing inhibition. Additionally, it was noted that the device exhibited three codes on interrogation and the device was operating in safety mode. The device was explanted and successfully replaced. No additional adverse patient effects were reported.